Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil and oil mist filter were replaced. Unit meets specifications and was returned to service on 10/31/2014.

Manufacturer narrative:
Based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Additional manufacturer narrative: additional parts replaced during service: solenoid delivery valve, vaporizor/condenser assembly, catalytic converter asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system risk analysis (sra), and corrective and preventative action (CAPA).the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted.the service history for this unit for the past six months ((B)(6) 2014 through (B)(6) 2014) did not observe any significant trend.the trend for the product malfunction code of odor/smells was completed from november 2013 through october 2014 and was within acceptable limits for all months except for one, which is being investigated.the fmea revealed the risk priority number (rpn) scores are considered to be acceptable.the sra shows the risk for exposure to toxic or corrosive material to be "low."CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems.the solenoid delivery valve was returned, visually inspected and tested. The solenoid delivery valve completed the empty test cycle with odor. The reason for return of the solenoid delivery valve was not confirmed. The catalytic converter was returned and tested. The catalytic converter did not pass the special test plan. The reason for return of the catalytic converter was confirmed. The vaporizor/condenser assembly was returned, visually inspected and tested. The system failed the empty test cycle. The reason for return of the vaporizor/condenser assembly was confirmed. The vacuum pump oil was not returned.the oil mist filter was not returned.the reported issue was resolved at the customer facility. The issue will be tracked and trended.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.